Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation¿. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, void >1 mm in non-textured valve-to shell-bond area, yellow particles in device inner surface, wear abrasion, and one linear opening. A microscopic analysis and leak test were performed which identified one smooth crease opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one smooth crease opening in the radius side assessed as fold flaw opening.

Event description:
Additionally, healthcare professional reported "particles in valve." Device has been explanted.